Manufacturer narrative:
B3: the event occurred on an unreported date in oct2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's failure to pay attention to hygiene. The patient was treated with unspecified medication (intraperitoneal) and unspecified anti-inflammatory injection for the event. The patient hospitalization, patient outcome, patient retraining on the proper aseptic technique and action taken with pd therapy were not reported. The reporter declined to provide additional information.